Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens on the right (od) eye. Postoperatively, the patient complained of dissatisfaction with distant vision. Upon examination, the orientation of the lens appeared to have changed (anterior vault). Intervention was performed in order to explant the lens and implant a different lens model. Patient's pre-operative best corrected visual acuity (bcva) 20/20; best corrected distance visual acuity (bcdva) 20/20; best corrected near visual acuity (bcnva) 20/20. Postoperative to lens exchange, bcdva 20/20; bcnva not taken. The physician continues to monitor patient's progress. A supplemental report will be filed with the FDA upon receipt of new information.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according the physician, the cause of the lens vault is unknown.